Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, it is likely without securing enough distance from tip of the subject device the user may have used a high energy endo therapy accessory, such as laser, high frequency led to the malfunction. Olympus could not conclusively specify the cause of the suggested event. The events can be detected/prevented in accordance with the following instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the bending section cover was stretched, the bending section cover adhesive was chipped, lifted and scratched, the bending section charged coupled device shrink tube split, the insertion tube had scratches, the insertion tube had a heavy dent, and the insertion tube had a failed ring gauge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a burnt distal end of the device at the channel opening. There were no reports of patient involvement.